Event description:
On (B)(4) 2013 clinic notes were received from a vns treating physician. Review of the clinic notes dated (B)(6) 2013 indicated that the patient has sporadic reading of high blood pressure and bradycardia. It was also reported that the patient needs a pacemaker. Clinic notes dated (B)(6) 2013 also indicate that the patient had recurrent syncopal episodes and bradycardia that could be due to vns back in (B)(6). The patient had an extensive cardiology evaluation around that time which failed to demonstrate a cardiac cause of this syncope. It was stated that there were really no reports on an association between vagus nerve stimulation therapy and syncope. It was later reported that per the physician the patient¿s arrhythmia was not related to vns.

Event description:
On (B)(6) 2013 it was reported that the vns patient has bradycardia that appears to be related to vns stimulation and not the patient¿s seizures. The sinus bradycardia was noted to be in the low 30s, but when the patient is awake is in the low 50-60 range. The patient is said to have a mitochondrial disorder, but there was no known arrhythmia issues prior to vns. Additionally, she said that the patient's neurologist did some setting adjustments, which helped with the occurrences of the bradycardia events. It was reported that the patient will have a pacemaker implanted for his bradycardia and the patient¿s vns generator will be replaced at the same time as it is approaching eos. Although surgery is likely, it has not occurred to date. The cardiologist mentioned that the patient is getting efficacy with the therapy. It was previously reported on (B)(6) 2011 that the vns patient was admitted to the hospital on (B)(6) 2011 due to an increase in seizures. The patient has been experiencing an increase in seizures for the past 9 months with 3-5 seizures a week that last 15 minutes. Since the patient was admitted to the hospital, the physician has noticed that the patient is experiencing bradycardia. The nurse wanted to turn off the vns to verify if the bradycardia was related to vns but the physician stated he did not want the device off. It was unknown at that time if the bradycardia occurred with stimulation. It was reported that the patient will have a cardiologist work up. The patient¿s current settings were output=2.5ma/frequency=20hz/pulse width=250usec/on time=30sec/off time=3min and the system diagnostics were within normal limits; specifics not provided. The patient has had no change in settings or medication. The physician reported that he thinks the bradycardia may be due to hyponutrima. It was later reported that the patient¿s increase in seizures is not related to vns; the physician thinks it is due to the patient¿s behavior. No interventions were planned. The seizures were above pre-vns baseline levels, but not related to vns. No change in settings, medication, or other external factors occurred. It was also reported at that time that the bradycardia is not related to vns and is not occurring with stimulation. The patient had a work up with a cardiologist and the physician did not find any bradycardia. The patient was monitored for 48 hours and the episode occurred only for a couple of seconds during sleep and when awakened, heart rate jumped up to baseline in the 60¿s. Heart rate decreased to 30 and then returned to 60¿s once awakened. The patient was sent for holter monitor and monitored for 30 days. The patient also had a possible syncope episode not related to vns; it was due to the drop in heart rate. A battery life calculation was performed in 2011 which revealed 3.31 years until eri=yes.